Event description:
The customer called to report that, the audible tones were no longer functioning on the insulin pump. Troubleshooting was performed and the insulin pump did not beep during the tone test.

Manufacturer narrative:
Unit had no audio tones during tone check on self test due to broken negative transducer wire. Unit passed the drive system test, rewind, basic occlusion test, occlusion test, and no delivery test.